Event description:
User reported 4 false positive results. Negative pcr. Symptomatic. Unvaccinated. This is report 1 of 4.

Manufacturer narrative:
Additional information: b5: event description to include 'vaccinated'.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00346,347,348: test 2,3,4 of 4).

Event description:
User reported 4 false positive results. Negative pcr. Symptomatic. This is report 1 of 4.